Event description:
During an in-clinic follow-up, the device was not able to be interrogated with radio frequency (rf) telemetry. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate through rf telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Review of device history record (DHR) indicates all steps were completed and signed off without anomaly. Electrical and mechanical analysis performed indicated normal functionality. Further interrogation at field settings using rf telemetry found normal telemetry communication with normal results. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity.